Manufacturer narrative:
(B)(4). Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent.

Event description:
It was reported that during a gastric bypass procedure, on the second and third firing of case, the surgeon stapled across the bowel and the knife blade pushed the bowel to end of the jaws. When the device was opened, staples were malformed. The staple line was over sewn and a second 45 stapler was pulled to complete the case. There were no adverse consequences for the patient.

Manufacturer narrative:
(B)(4). The analysis found that one pse45a device was returned with no apparent damage and with no cartridge loaded on the device. The device was tested for functionality in the straight position with a test cartridge reload and achieved its complete firing sequence without any difficulties. The staple line and cut line were complete and the staples were noted to have the proper b-form shape. The reported event could not be confirmed as the device performed without any difficulties noted during the functional testing. The batch history record was reviewed and no protocols or ncr's related to the complaint were found during the manufacturing process.